Event description:
It was reported that the insulin pump was dropped and it cracked at the reservoir compartment and at the bottom by the drive support cap. Nothing further was reported.

Manufacturer narrative:
The insulin pump alarm during the prime test due to protruded/flush drive support disk. Unit had cracked case at display window corners, battery tube threads and end cap, scratched display window and bleeding display grass.